Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a 060-00007000 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/02/2016. Device evaluation:the pump has been returned and evaluated by product analysis on 02/19/2016 with the following findings: a review of the black box data showed a call service 060 alarm, defined as a real time clock error. The pump was exercised for 24 hours with no call service 060 alarm. The pump cover was opened and a loose solder fragment was leaning against the pins of the real time clock component.